Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the atrial lead exhibiting noise oversensing and low lead impedance. The low lead impedance appeared in a single episode and it was not confirmed to be a true low impedance event. The patient was asymptomatic and was not dependent on pacing. The nurse elected to make no changes and continue to monitor the patient.